Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the helix in the lead would not fully retract after several attempts at repositioning. Another lead was used and no patient complications have been reported as a result of this event.